Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient reporter feeling dizziness. The device was explanted and replaced. No additional adverse patient effects were reported.